Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer's serious injury and death from the attorney of the family. The information received on (B)(6) 2017 stated the following - reporter alleges: in or about 2006 the customer began using an insulin pump. In (B)(6) 2013, the customer was using a medtronic minimed paradigm pump. On or about the (B)(6) 2013, the customer experienced severe hypoglycemia caused by a malfunction of the insulin pump, reservoir, and infusion set. The customer got into a motor vehicle accident and was attended by paramedics. The incident resulted in cognitive impairment, a motor vehicle accident, subsequent injuries, hospitalization, and eventually death. The customer had the car accident on (B)(6) 2013 after an over delivery incident due to the am/pm time setting getting reversed on the insulin pump. This reversal adjusted the basal rate of insulin that the customer was receiving. On (B)(6) 2016, the customer suffered a second motor vehicle accident due to his impaired cognitive capacity and passed shortly thereafter. The customer passed due to complications from the accident and the reconstructive hardware they had from the first accident.